Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon reviewing the system controller log file, it was noted that the patient had multiple low speed advisories, low flows, and pump stoppages. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6)2018. No further information was provided.

Manufacturer narrative:
The reported of a potentially comprised driveline was confirmed via the evaluation of returned heartmate ii lvas. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the orange and yellow wires. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of the orange and yellow wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have also affected wire phases a and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. These shorts to ground and phase to phase shorts would have caused the reported low speed/flow alarms and pump stop events, as seen in the submitted log file. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Update patient initials.